Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level went up to 422 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections h10 was filled out incorrectly in the initial complaint; the device evaluation summary was not included. The insulin pump was received with blank display; the problem was isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners and cracked reservoir tube lip.